Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm with multiple cartridges. The customer's blood glucose level was 185 mg/dl. Reportedly, the customer reverted to a backup pump for insulin therapy.